Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side textured to smooth exchange and rupture.

Event description:
Healthcare professional reported right side textured to smooth exchange and rupture. The device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the identified the device was broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side textured to smooth exchange and rupture. The device has been explanted.